Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that there were no issues during inspection. The wire of long bipolar grasper instrument was broken when the operator was about to open the jaw. No fragments fell. The procedure was completed with no reported injury.